Manufacturer narrative:
Sample was returned. The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem with the returned patient interface can be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of historic complaints performed under shows that reports of suction issue against the system patient interface are not malfunction related. Reports of suction issues with the system patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction was not maintained. Additional information has been requested